Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blank display on the insulin pump. Customer stated that he had been having an issue with the pump screen going blank. Customer was receiving multiple battery alarms. It was found that the pump had not been dropped but may have been bumped. The pump was not exposed to moisture. Customer stated that the contacts on the battery cap were damaged. Customer was advised that he would be shipped a replacement battery cap. Customer mentioned that he had low battery, no power, weak battery, and battery out limit alarms. Customer stated that he put a foil on the pump where the positive cap is to make the pump work. Customer was experiencing high blood glucose and stated that he is a brittle diabetic. Customer declined troubleshooting for the high blood glucose and the other alarms.